Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the adaptor doesn't spin freely, probably due to an incorrect use of the device when threading the adapter in the flowmeter. It is reported in the complaint that "the adapter breaks when threading in the flowmeter, if the product is not threaded to the end, it leaks, if it is threaded to the end, the adapter breaks." No other issues were found. Oxygen entrainment testing was performed and during the setup it was observed that the assembly of the nut adaptor and the upper body was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing but the testing failed due to the unstable condition. After the testing finished, the adaptor was carefully disasse mbled from the upper body and it was visually inspected. During the visual inspection it was observed there was wear on the internal tabs. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint is confirmed. Although the complaint is confirmed, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter.

Event description:
Complaint reported as: "the adapter breaks when threading in the flowmeter, if the product is not threaded to the end, it leaks, if it is threaded to the end, the adapter breaks." No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "the adapter breaks when threading in the flowmeter, if the product is not threaded to the end, it leaks, if it is threaded to the end, the adapter breaks." No patient harm reported.